Event description:
It was reported that the pump may have gotten wet during a shower, leading to a malfunction. There was no adverse impact to the customer's blood glucose level. Customer support provided the customer with pump reset information and assisted in resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer understood and acknowledged.